Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) migrated up into patients groin. As a result, the pump was explanted and replaced. No patient complications were reported.